Manufacturer narrative:
The reported event of lead fracture /high impedance was confirmed. Return octrode lead body had a kink with all internal wires broken which can cause the reported event. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
It was reported that the patient was experiencing inadequate therapy due to high impedances on the lead. As a result, the lead was explanted and replaced. Therapy was restored following the procedure.